Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the date the device was returned to the manufacturer was reported as 12/17/18 in the initial report and has been updated to 12/19/18. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit was not functioning, defective due to faulty electronic control unit. It was further determined that the device failed pre-test for check the off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporters complete mailing address was not provided. Reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device handpiece was working intermittently. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.